Manufacturer narrative:
Additional information: the procedure was successfully completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later confirmed that the target lesion was the proximal right coronary artery (rca) not the proximal left main (lm) coronary artery/left anterior descending (lad) artery as previously reported. Image analysis: images show the pre-dilation of a lesion in the distal rca followed by stent deployment in the pre-dilated vessel. There were no issues with this treatment. This was followed by pre-dilation of a tortuous lesion on a bend in the proximal/ostial rca. There was an attempt to deliver a long stent (most likely the 2.75 x 22mm onyx frontier stent) through the proximal rca. But this stent appeared to dislodge in the proximal/ostial vessel. The dislodged stent stretched back from the proximal rca into the guide catheter. The dislodged stent was crushed where it dislodged. There is no evidence of the second stent in the vessel that was withdrawn successfully when it dislodged. The tortuous bend in the rca may have contributed in the failure to deliver the stent and the stent dislodgement. But this cannot be confirmed as the attempted delivery was not captured in the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure two onyx frontier coronary drug eluting stents dislodged during delivery to/at the lesion. The lesion being treated was a moderately tortuous, severely calcified lesion with 95% stenosis located in the proximal left main (lm) coronary artery/left anterior descending (lad) artery. Both devices were inspected prior to use and negative prepped was performed with no issues. The lesion was pre-dilated. The 2.50 x 12 mm onyx frontier stent did not pass through a previously deployed stent and resistance was not encountered when advancing this device. It was attempted to snare the dislodged 2.75 x 22 mm onyx frontier stent however this was unsuccessful. The dislodged stent was not removed and was then crushed and deployed in the vessel. The dislodged 2.50 x 12 mm onyx frontier stent was removed using a snare. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.